Manufacturer narrative:
Combination product: yes.

Event description:
It was reported that the ventricular impedance was out of range (> 3000 ohm). Device currently remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between march 20, 2025 and december 09, 2025 recorded the pacing impedance >3000 ohms consistent with the complaint description. However it is uncertain whether the impedance increase occurred gradually or suddenly. Based on the available information, the integrity of the lead cannot be assured. However, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the further data or the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.